Event description:
It was reported that "the cuff didn't inflate when intubating the tube to the patient. Therefore, the tube was replaced with a new one. No injury to the patient was reported." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(b)4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the cuff didn't inflate when intubating the tube to the patient. Therefore, the tube was replaced with a new one. No injury to the patient was reported." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10116 et tube,cf,8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample had a hole in the middle of the balloon cuff which would prevent the cuff from inflating. No other defects or anomalies were observed. The sample was submerged underwater and an attempt was made to inflate the device in order to detect any additional leaks. Upon injection of air, the device only leaked from the hole in the balloon cuff. A device history record review was performed and no relevant findings were identified. The sample was submerged underwater and an attempt was made to inflate the device in order to detect any additional leaks. Upon injection of air, the device only leaked from the hole in the balloon cuff. The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.